Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. On (B)(6) 2012, the patient obtained the blood glucose reading of "greater than 500 mg/dl" in the late afternoon. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient took a correcting bolus of insulin via the pump, and his subsequent blood glucose reading was "in the 20's mg/dl." The patient administered self-treatment by drinking juice; he did not seek any medical attention. The reporter noted the keypad issue had been occurring for two weeks. Troubleshooting revealed the pump history showed minimum or cancelled bolus doses. As the patient suffered blood glucose levels suggesting both severe hypoglycemia and severe hyperglycemia after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive and sticking. There was evidence of keypad contamination found under all key contacts. A review of the pump history showed inaccuracies. A manual time and date change was observed on (B)(6) 2013 at 07:48 am to (B)(6) 2012 at 07:51 am. A review of the total daily dose history indicated the pump was running with the incorrect year, 2013, for 16 days. A review of the black box indicated a partial delivery aborted by the user at 3:19 pm on (B)(6) 2012. The daily insulin delivery totals correctly reflected the user programmed rates. There were no alarms or conditions indicating a pump malfunction observed in the pump histories. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.